Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode; however, for clarification, the instrument malfunction was a frayed grip cable. The frayed cable sections were in various lengths and were sticking out at the wrist. The idler pulley exhibited rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the surgeon observed that the wire on the prograsp forceps instrument broke and the instrument stopped working. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.